Event description:
It was reported that a patient with diabetes experienced similar cannula insertion issues. Insulin leakage occurred at the insertion site, suggesting incomplete insertion. Multiple events were reported, including elevated blood glucose levels. The patient inserted new infusion sets and resumed insulin delivery. There was patient involvement; however, no patient harm was reported.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.